Event description:
It has been reported to philips that the allura system geometry cannot move. The device was in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry cannot move due to an internal short circuit in geo module. During troubleshooting action, fse replugged the system. The fse replaced the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.